Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: .: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 24 x 3.50mm promus premier¿ stent was advanced through a 3.5 lbu 6f guide catheter to treat the lesion. However, resistance was felt and when the device was removed from the guide catheter, it was noted that the mid stent struts were pointing outwards. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.